Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be fractured via fluoroscopy. Additional information obtained from the field which indicated that the specific location of fracture was in the clavicle. The lead was surgically abandoned. No additional adverse patient effects were reported.